Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify back light anomaly and rewind anomaly due to buttons not responding. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was rainbow effect on the screen when outside and stripped and cracked inside the battery compartment as well as insulin pump motor was louder during the rewinding. The customer¿s blood glucose level was unknown. Customer stated that the screen was hard to read. Customer also stated that light was becoming dimmer. Customer troubleshoot was performed. The insulin pump will be returned for analysis.